Event description:
A customer reported that lh750 instrument generated false low platelet (plt) results on two patient samples without flags for plt clumps. Plt results were 101x10^3cells/¿l and 48 x10^3cells/¿l for patient a and b, respectively. The results were reported out of the lab. Customer performed a scan of the patient samples and found plt clumps in both samples. Corrected reports were sent out that stated the sample had plt clumps and the plt counts were adequate. There was no effect to patient treatment in regard to this event.

Manufacturer narrative:
The specimens were collected in 3ml bd vacutainer tubes and were stored at room temperature. Qc was run before and after this event and results were within acceptable ranges. A field service engineer (fse) was disptatched: a) the fse inspected the instrument which performed within specifications. Based on raw data analysis: a) the plt clump pattern was not significant enough to generate the plt clump flag. Per bci labeling: "platelet clumps are a known interfering substance. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results". A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.